Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 450 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin pump. The customer reported a bent cannula in the infusion set. Troubleshooting for the high blood glucose was provided. Troubleshooting for bent cannula was provided and resolved. The insulin pump will not return for analysis.